Manufacturer narrative:
This incident occurred outside the us. The complaint cannot be verified due to misuse of the product. The display is broken due to a mechanical impact. The problem mentioned by the customer is related to misuse of the product by the customer.

Event description:
Pt reported, there is a black spot on the display of the infusion device. Pt stated, the display is cracked. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.